Event description:
In 2003, the pt reportedly experienced a sound percept problem and an overly loud sensation. 2 days later the pt was seen at the implant center for device evaluation. Programming adjustments were made. However, the pt reportedly could not tolerate any stimulus. 15 days later the pt was seen by a co rep for device evaluation. The implant team decided to schedule surgery to explant the device.